Manufacturer narrative:
The event for separating/disassembly was confirmed by the technician through visual inspection. The press fit had failed on the device. Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device broke in half and separated. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device broke in half and separated. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.